Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings are worn out and loose create a situation where the cutter is not able to be inserted. This is because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the long attachment device were damaged, the nose cone was damaged, and there was a cosmetic defect. It was noted that the bearings had fallen apart, the device was missing balls and the cage did not exist, the extension sleeve damaged. It was noted in the service order that the bearings had failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.